Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The device was used by an end user, however there was no report of harm to the patient. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
An end user reported urine would not drain properly through the anti-reflux valve and then it would not drain from the pouch. The end user also stated he used the device for one day, but usually gets three to four days of usage.